Event description:
It was reported that prior to the start of a da vinci-assisted nephroureterectomy surgical procedure, system reported error 1162 on universal surgical manipulator (usm) 4. Technical support engineer (tse) guided site to power cycle the system but the issue remained. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse checked the error log and found the error 1162. Error 1162 pointed to axes controller spar (acs) board of universal surgical manipulator (usm) 4. The usm 4 was replaced to solve the problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed in artemis, the error 1162 was found indicating axes controller (ac) magnetic cannula sensor fault, confirming the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing passed within specifications. Once testing was completed, the axes controller spar connector (acsc) printed circuit assembly (pca) and the acsc flat flex cable (ffc) were inspected, but no faults could be identified. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that the acsc pca and the acsc ffc are consistent with the reported event and are the potential root cause for this issue.